Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver being frozen could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. An exterior visual inspection was passed and failed as moisture damage on the (B)(4) pins was observed. The device failed a charge and boot test. A download of share log data was attempted but failed. Functional testing could not be performed. The device was opened for an interior inspection and failed as moisture damage was observed on the main board and lcd connector. The complaint confirmation was confirmed. The root cause was determined to be moisture damage.